Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with right ventricular (rv) lead, presented to the hospital post implant, complaining of chest discomfort and twitching. Assessment identified lead dislodgment and a partial septal perforation. Subsequently, surgical intervention was performed to reposition this lead, which remains implanted and in service. No additional adverse patient effects were reported. The patient was discharged for routine post implant follow-up.